Event description:
It was reported that cartridge alarm 20 occurred while customer was using pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, followed guidance to load new cartridge using proper technique, successfully resumed insulin therapy, and issue was resolved; no additional information was received regarding further outcomes.